Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. Following insertion, the patient experienced pain, urinary problems, recurrence, and dyspareunia. On (B)(6) 2006, a mesh removal procedure was performed due to bleeding, cuff polyp, and discomfort. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy and bilateral salpingo-oophorectomy; due to pelvic pain, abnormal bleeding, uterine fibroids, endometrial hyperplasia, and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, fibroid, pelvic pain and bleeding. Following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent removal of a vaginal polyp on (B)(6) 2006 due to bleeding, cuff polyp, pain, discomfort and dyspareunia.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to dyspareunia related to vaginal scarring.